Event description:
The patient experienced a loss of therapeutic effect and felt no stimulation since the previous evening though the device was set at 10.5. It was discovered that the device was off. The patient set the device down to 1.0 and turned it back on, gradually increasing up to 9.7. She still felt no stimulation. The patient never felt the stimulation very much in the past though her symptoms were controlled. The ipg was "sticking out" and easily caught on things. Two days earlier, the patient was getting up from a chair and the ipg "knocked the back of the chair hard". This had happened several times before and was very painful. The patient outcome is unknown. Further information is being requesting from the hcp.